Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba onto a known good flow sensor assembly to duplicate the reported issue. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested and identified that the device pressure accuracy testing passed. The tech could not duplicate the failure of the service. The suspect da pcba operates on the standard test bed (stb) without issue or error code. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that while performing preventative maintenance, it was observed that event log revealed an error code "machine and proximal pressure sensors failed" (diagnostic code 1007) that had occurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the data acquisition board will need to be replaced. The pse replaced the data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the data acquisition board was the cause of the reported issue.